Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyj2014 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a groshong PICC was inserted on (B)(6) 2016. Twenty-four (24) hours after insertion the health care professional (hcp) noticed that the catheter was leaking at the insertion site and suspected a block. The patient had an ultrasound and confirmed there was no dvt. On (B)(6) 2016 the leak was found again. The hcp noticed on (B)(6) 2016 that the PICC seemed to not be working so it was replaced with a new one without further issues. The patient had fluid in the arm and minor swelling without pain. Previous cannulas in the arm could have contributed to the swelling.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak from the catheter was unconfirmed, since the reported event could not be replicated. One 4 fr s/l groshong PICC was returned for investigation. The 2-piece connector had been assembled and secured to the catheter. A tactual investigation of the returned sample revealed nothing remarkable. Functional testing revealed that the lumen was patent to infusion. With water in the lumen and the syringe attached to the luer adaptor, the distal tip of the catheter was pinched closed and the syringe plunger was held down to create a positive pressure within the 4 fr s/l groshong PICC, but no leaks were observed. Sustained pressure within the catheter showed that fluid would not leak from the tubing. The PICC functioned for infusion and aspiration and no leaks or occlusions were noted. The reported leaking at the insertion site is not associated with a break or split in the returned groshong PICC.

Event description:
It was reported that a groshong PICC was inserted on (B)(6) 2016. Twenty four hours after insertion the health care professional (hcp) noticed that the catheter was leaking at the insertion site and suspected a block. The patient had an ultrasound and confirmed there was no dvt. On (B)(6) 2016 the leak was found again. The hcp noticed on (B)(6) 2016 that the PICC seemed to not be working so it was replaced with a new one without further issues. The patient had fluid in the arm and minor swelling without pain. Previous cannulas in the arm could have contributed to the swelling.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned, investigation of sample revealed no observed leakage. No longer a reportable event. The information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.